Event description:
Info received indicates the right head upper siderail bracket was bent which prevented the siderail from latching.

Manufacturer narrative:
The tech replaced the siderail bracket to repair the bed.